Event description:
The customer reported that the sys would not stop the radiation when they stopped scanning (uncommanded x-ray). There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The sys was tested and found to be working as intended and put back into service.